Event description:
The device was returned due to a power issue. The results of the investigation found that there was burn residue and battery acid present inside the device compartment. There was no patient involvement.

Manufacturer narrative:
B3: may 2025 was the reported month and year of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and there was burn residue and battery acid present inside the device compartment were found. The unit had a thermal event when dual powered. It was also found that the downstream occlusion (dso) and upstream occlusion (uso) seals were in need of replacement due to them separating from the chasis. The main printed wire assembly (pwa) board and battery springs were also replaced to fix the issue.